Manufacturer narrative:
The product was not returned for analysis. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patent, which is associated with mfg report #1016427-2009-00147.

Event description:
Information was received via a post market study that during a right internal carotid artery (ica) to common carotid artery (cca) stenting with the angioguard in plate, when the precise stent was placed in the target lesion, the patient's blood pressure dropped below 80mm hg and the patient had paralysis of the left side. Vasopressor was administered for 8 days for the hypotension, edaravone for 12 for the stroke, and the patient was given rehabilitation. Post procedure MRI confirmed cerebral infarction on the ipsilateral side. According to the physician, the hypotension was occurred due to carotid sinus reflex and contributed to the stroke. The patient's medical history included hypertension was admitted with a diagnosis of 85% asymptomatic carotid artery stenosis. There was mild calcification and no vessel tortuosity. Pre procedure medications included aspirin, clopidogrel, candesartan cilexetil, nifedipine, valsartan and doxazosin mesilate. The angioguard delivery system and the precise stent were successfully placed. Pre-dilatation (4mm/12atm) was performed with balloon catheter (brand unk). Other medication given intra-procedure consisted of heparin sodium. No spasm was noted at the target site at any time during the procedure. The patient has since been discharged from the hospital.